Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing resulting in inappropriate shock which caused the patient to be hospitalized. The rv lead was capped and replaced on (B)(6) 2026. The patient had no adverse consequences due to the event.